Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached >250 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found the pod had not deployed correctly during activation. When removed from the infusion site (leg), the cannula was found to be dislodged.

Manufacturer narrative:
The pod was received fully deployed with the pink slide insert visible in the viewing window. No damages or defects were observed on the needle mechanism and the pod was able to be set to the locked and loaded position successfully. Upon rotating the ratchet gear, the pod deployed as expected. The environmental seal was observed to be free of damages, indicating that it did not interfere with the deployment of the formed needle. The pod data indicated that the pod ran over 200 pulses in it's run time and delivered an immediate bolus. The investigation found no damages or defects that would cause a needle mechanism failure. The soft cannula was free of damages and defects. The needle mechanism was also free of any damages and defects that would have led to the reported dislodging of the cannula. The exact cause of the reported event could not be determined. The device was received with the adhesive pad, no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.